Event description:
An alarm issue was reported with the adc device in use with samsung galaxy s21 with android operating system version 13. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and seizure and was unable to self-treat, requiring treatment of glucose by third-party. Additionally, customer had contact with paramedics who administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 3 application during replication that would have led to the reported issue. The customer reported missing signal loss alarm and missing glucose alarms. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s20 fe 5g (android 13, 3.4.0.9485) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung galaxy s21 phone with android 13 operating system. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and seizure and was unable to self-treat, requiring treatment of glucose by third-party. Additionally, the customer had contact with paramedics who administered intravenous glucose for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction. Upon further review it has been determined this issue is not related to fa1010-2023 as previously communicated. A follow up will be sent once an updated investigation is performed. Sections b5, h6, h7 and h9 have been updated to reflect this.

Event description:
An alarm issue was reported with the adc application in use with a samsung galaxy s21 phone with android 13 operating system. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and seizure and was unable to self-treat, requiring treatment of glucose by third-party. Additionally, the customer had contact with paramedics who administered intravenous glucose for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 3 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung galaxy s21 phone android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness and seizure and was unable to self-treat, requiring treatment of glucose by third-party. Additionally, customer had contact with paramedics who administered intravenous glucose for treatment. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.